Event description:
It was reported to boston scientific corporation that the patient was implanted with am obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2010. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
According to the physician's office, post procedure, the patient experienced chronic urgency and was prescribed medications for a bladder infection (specifics unknown). In (B)(6) 2011, the patient returned with more urgency and was prescribed more bladder infection medication and referred to a urologist. The physician last saw the patient in (B)(6) 2011, when she returned complaining of abdominal pain. The physician could not find the reason for the pain. No additional information is reportedly available.